Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead had low impedance which created high threshold. The device was reported to have early elective replacement indicator. The lead was capped. The device was explanted and replaced. No patient complications have been reported as a result of this event.